Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporter did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the lens is sitting flipped in orientation. No further information is expected.